Manufacturer narrative:
Review of the device history record (DHR), and supporting quality records confirmed no anomalies that may have caused, or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a tampon. She was able to manually remove the pledget from her vaginal cavity, and did not seek medical attention. She did not experience any adverse health effects.